Manufacturer narrative:
Other relevant device: product ID: 8253200. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that while doing the electrode check there were x's during the thyroidectomy procedure. The site switched out the patient interface and it ended up working; however, when they were stimulating during the procedure they all of a sudden lost stimulation. The manufacturer representative tested out the system in another room and was getting a response on all the channels. There was no delay in the procedure. There was no patient impact.